Event description:
Additional information was received as follows: it was reported that a valiant 3838100 was implanted and appears to have resolved the proximal type I/ii endoleak. The initial angio revealed a small proximal blush and after placement of the 38 mm valiant stent graft, subsequent angiograms showed contrast within the graft only.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter thoracic aortic aneurysm approximately 27 months ago. It was reported that a follow up CT approximately one month ago (B)(6) 2013 showed aneurysm enlargement to 69 mm in diameter and either a type I or type ii endoleak is present. No intervention has been performed and the patient will be monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Lack of information (cause and source of endoleak is unknown). Evaluation conclusion: lack of information (cause and source of endoleak is unknown).